Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported motor fault alarm on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.